Event description:
A customer in (B)(6) reported a false resistant piperacillin/tazobactam result for an escherichia coli neqas survey strain (distribution 4170; sample 4037), in association with the vitek® 2 ast-n209 test kit (lot 5790509403). The customer stated their initial reported result was resistant (mic 64) with the ast-n209 card. The customer retested the strain and obtained a susceptible result (mic=1). The expected result was susceptible. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was initiated due to a false resistant piperacillin/ tazobactam (tzp) with escherichia coli neqas # 4170 sample #4037 in association with the vitek® 2 (v7.01) ast-n209 card. Identification to the species escherichia coli confirmed with gn ID card (lot 2410425103). The reference method used for the development of the incriminated drug was performed in parallel of vitek 2 testing: broth microdilution (bmd) with a constant concentration of tazobactam, which was the method used for tzp03n development: tzp mic = 1/4 mg/l (susceptible). Vitek 2 (v7.01) ast-n209 cards (aes parameters: eucast + eucast based). The customer lot 5790237403 was expired (july 2018), so a card from a random lot n°1 (5790509403 called rl1) and a card from a random lot n°2 (5790509403 called rl2) were tested: tzp mic <= 4/4 mg/l (susceptible) on both lots tested. The tzp values were within essential agreement compared to the reference method (bmd) without category error. A complaint search against the customer's expired ast-n209 card lot 5790237403 did not indicate any systemic quality issues for this lot. Conclusion: the false resistant piperacillin/ tazobactam customer result on the vitek 2 ast-n209 card was not reproduced in house. The vitek 2 ast-n209 card is performing as intended.